Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) (B)(6) 2018 - primary implant date: (B)(6) 2012. Revision: possible stem loosening and possible cause of patient's report of pain. Lucent line on x-ray imaging along the proximal end of stem. Good bone growth evident in distal two thirds of femoral stem. Nil signs of infection. Male patient ID: (B)(6), aged (B)(6) years, dob: (B)(6).

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.